Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine during fill 1. The technical service representative (tsr) assisted the home patient's caregiver to close all clamps, cycle power, and advised to use new supplies. The tsr also advised to notify the nurse of the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A 510k number cannot be provided in this report because the product code is unknown at this time. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.